Manufacturer narrative:
Exemption number e2017017. (B)(4). The issue was investigated in detail. Within the described workflow there is a potential for patient to be squeezed between the compressor block and the foot support. For such patient examinations it is responsibility of the user to prevent patient from getting squeezing. With an update instruction ax072/10/s, c&r # 2240869-10/25/10-0013-c, and addendum axd3-500.623.04.01 to the operator manual the customers were informed about potential risk and were advised to be aware this risk if patient is sitting on the footrest (released in oct. 2010). The solution provided by the update instruction was implemented at this customer's site in october 2010. According to the provided pictures of the system, an older version of the compression cover is mounted on the concerned unit. To reduce the risk, the compression covers were modified. The modified compression cover is available for this customer and can be order from the stock in order to reduce the risk of crushing. No system malfunction could be determined and the system works as specified. This report was submitted september 18, 2017.

Manufacturer narrative:
The safety strip blocked all system movements as per specifications. The investigation is on-going. A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported that during an examination on the axiom luminos drf system the x-ray table was tilted to a 90 degree position with a patient sitting on the footrest. The legs of the patient were directed to the wall side for a lateral exposure. In order to take am image the column was moved and the tube was inclined causing the patient's leg to get crushed between the compression unit and the floor. The system safety strip blocked all system movement (as intended), however, this resulted in the patient's leg getting stuck between the compression unit and the floor. Since no motor movements were available, the operators had to pull the patient's leg from underneath the compression unit by force. As a result the patient received minor bruising to his leg; no medical intervention was required. The reported incident occurred in (B)(6).